Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 1 matrix drawer was failed. A field service engineer (fse) found that matrix auxiliary drawer 1 failed to close due to the customer overfilling the drawer with medications. Five medication packets were found jammed in the rear of the drawer, blocking closure. The jammed medications were removed, and the drawer was successfully recovered. The fse logged into the hardware test application and ran a final test on matrix auxiliary drawer 1, which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary lmflmsupx5 matrix drawer failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.